Event description:
This report was received from a physician requesting info for a medical malpractice case concerning healon gv. In preparation for cataract surgery, the nurse gave the physician healon gv. The physician thought the nurse gave him healon. The next day, the pt presented with an elevated intraocular pressure of 35 and complained of a bulging eye. The elevated intraocular pressure was relieved by releasing aqueous humor from the eye through a previously placed small incision. A full recovery was reported after treatment. No further info is expected. Note: this report was initially received by pharmacia & upjohn on 7/1/97 and determined to be MDR reportable upon receipt of add'l info received on 10/13/97.